Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and functionally tested. An alert screen was displayed and no further functional testing could be performed. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to inspect the internal components and no anomalies were noted related to the reported event. However, what was found was that there was a cracked internal component; the y-link. This device is packaged and sterilized for single use only. Multiple patient uses may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The lot and batch history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during an unknown procedure, they tried to use the device on the generator. The device was shut down and deemed inactive after exchange to same generator. There was no patient consequence.